Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed -"laparoscopic bilateral salpingectomy" "[surgeon] conducting a laparoscopic bilateral salpingectomy single site via gelpoint mini. I was not in attendance to the case. The fascia was tagged per the pysician [surgeon] prior to placing the alexis portion of the gelpoint mini. After the alexis was retracted down and gel capped placed ontop of the alexis there was an attempt to establish pneumoperitenium. They were unsuccesful at establishing pneumoperitenium. It was mentioned that no instruments or laprascope were placed down any of the low profile ports prior to the removal of the gel cap. The gel cap was removed and [suregeon] noticed the plastic sheath of the alexis to be tore. All of the product was removed from the patient and set aside. Another gelpoint mini was opened and used with out any issues."type of intervention -"all of the product was removed fromthe patient and set aside. Another gelpoint mini was opened and used with out any issues."patient status -no patient injury

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath was partially attached to the inner ring. Based on the condition of the returned unit, it is likely that the reported event was caused by a combination of the inner ring material and shape. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.